Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Event description:
Meniscus tear in left knee [meniscus lesion]. Fell on the stairs [fall]. Case description: spontaneous report received on (B)(6) 2010 from a patient with a history of osteoarthritis, initials (B)(6), who fell and had a meniscus tear in her left knee after receiving synvisc-one. The patient received a synvisc-one injection in her left knee approximately six months prior to the date of this report. The patient reported that about four days after having the synvisc-one injection, she fell on the stairs carrying her dog and injured the injected knee with a meniscus tear. The patient had a repeat synvisc-one injection in ther left knee on (B)(6) 2010. No additional information was provided. At the time of this report, the outcome of the patient was unknown.